Event description:
It was reported that the lead integrity alert was triggered due to oversensing experienced by the right ventricular lead, and that the patient received an inappropriate shock. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.